Event description:
It was reported that the customer had an unspecified cartridge issue. Reportedly, the customer reloaded the cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.